Event description:
The product complaint report shows the customer alleged failed to alarm while in use on patient. The visual alarms activated, but no audible sounds could be heard. When the vent was removed from the patient, the audible alarms returned. The hospital's biomed cannot duplicate the reported event. The main power switch has been replaced as a precaution. There was no harm or patient injury reported. This report is not an admission by mallinckrodt that this device caused or contibuted to the event alleged in this report.